Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms even after attempting different remedies. Customer's blood glucose was unknown. Customer requested for insulin pump to be replaced. Customer disconnected call while in the transfer process. Customer called back and provided more insulin pump information. Customer wanted to return all products and requested an insulin pump that could be used until he switched to a new company. Customer was very upset and requested to speak with a supervisor. Customer disconnected call again while being transferred to supervisor.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
In addition to the customer wanting the pump replaced, the customer stated that he would be calling his lawyer if we did not get him a pump immediately. At that point, the customer was advised that the legal team would need to be contacted. While the customer was placed on hold, he hung up.